Event description:
It was reported that the 8015 had watch dog error. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had watch dog error was not identified during the customer call. Biomed know that the watch dog is a fatal error of the device. The device is within its first year of warranty, sending the unit in for warranty repair is recommended by tech support. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.